Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m146047 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m146047 and test base part number 190-430 / lot m146047. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146047 showed that the complaint rate is (B)(4).

Manufacturer narrative:
Initial reporter name and address: (B)(6). Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. The patient was pregnant and had just given birth by c-section and generated positive results. On (B)(6) 2021 confirmation testing was performed with (pcr) generated negative results. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.